Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.